Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A damaged synergy stent was returned for analysis on a non-bsc (medtronic 1.25 x15mm) stent delivery system. Entire length of stent damaged. After visual inspection via the microscope, two-connectors on the distal end and four-connectors on the proximal end were identified which are characteristics of a synergy stent.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesions were located in the severely tortuous and severely calcified proximal circumflex artery. After an emerge 2.0 x 12mm balloon catheter was advanced for pre-dilation, a 2.25mm x 16mm synergy ii drug-eluting stent was advanced for treatment but was unable to track the device through the distal left main (lm) into the proximal circumflex. The device was then removed and was re-advanced with a 6f guidezilla guide support catheter but still failed to cross the distal lm. Upon pulling the device, a stent strut caught the edge of a plaque shift in the distal lm causing the stent to be dislodged from the balloon delivery system. Subsequently, the physician inserted a 1.2x10mm non-bsc balloon catheter through the dislodged stent and successfully retrieved it. The procedure was then completed by deploying two 2.25x12mm promus elite stents into the target lesion. There were no patient complications nor adverse events reported and the patient was discharged the following day.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesions were located in the severely tortuous and severely calcified proximal circumflex artery. After an emerge 2.0 x 12mm balloon catheter was advanced for pre-dilation, a 2.25mm x 16mm synergy ii drug-eluting stent was advanced for treatment but was unable to track the device through the distal left main (lm) into the proximal circumflex. The device was then removed and was re-advanced with a 6f guidezilla guide support catheter but still failed to cross the distal lm. Upon pulling the device, a stent strut caught the edge of a plaque shift in the distal lm causing the stent to be dislodged from the balloon delivery system. Subsequently, the physician inserted a 1.2x10mm non-bsc balloon catheter through the dislodged stent and successfully retrieved it. The procedure was then completed by deploying two 2.25x12mm promus elite stents into the target lesion. There were no patient complications nor adverse events reported and the patient was discharged the following day.